Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reported to the olympus field service engineer, the high frequency electro-surgical generator unit has an e433 error problem. The problem was found an unspecified event but there was no procedure or patient involved and no death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center for evaluation. The customer¿s reported problem was confirmed, an e433 error was found due to a defective generator board and high voltage power supply (hvps) board. The device has not been repaired in the past year. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The exact cause of the mother board failure is unknown, however, the error e433 is a known issue. The e433 error will occur if the effective value of the output signal falls below the specific limit. As a safety precaution, the device restarts. If the cause of the error persists, unlimited permanent restarts may follow, then the device is no longer usable. The e433 error can only occur during device start-up. In this case, the repair center isolated the error back to both a defective generator board and hvps board. The root cause of the defective boards are unknown, however, possible causes of a defective generator board are: defective transformer on the generator board (permanent error). Defective current transformer on the generator board (permanent error). Defective impedance transformer on the generator board (permanent error). Defective peak rectifier on the generator board (permanent error). The output voltage is too low due to bad switching of the high frequency stage on the generator board (permanent error). An improved generator board was introduced into production in early july 2020. Possible causes of a defective hvps board are: the supply voltage from the hvps board is missing or too low (permanent error). A defective hvps board due to a short circuit of the mos transistors (permanent error). In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.